Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed all manifold leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service representative raleigh north caroline region , identified unit failing the drive manifold test as part of the all manifold test during the pm. Than the fse had reported onsite on 4th october from which they had successfully completed a simulated treatment with testing catheter and trainer without issue upon initially testing the unit. Than the blackmon's observation is being replicated. Than the unit had failed the vacuum portion of the drive manifold , all manifold test. Than the fse had replaced the drive manifold assembly, and successfully completed an all manifold test post to the manifold replacement. Than the unit was being calibrated and had passed all the functional and safety tests per factory specifications. There was no involvement of the patient.this part was received with a reported unit failure message of fails vacuum portion of all manifold tests.performed visual inspection of this part received and part looks to be in good condition.installed the drive manifold assy. Into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual .the fat performed all manifold tests and found vacuum leak diff. Pres. Failed with the result of 42mmhg. The factory specification is +-25 mmhg.the failure analysis and testing department verified the failure message of fails vacuum portion of all manifold tests. Drive manifold assy, failed testing.retaining drive manifold assy in the fat dept. As per procedure.

Event description:
N/a.